Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that an inquiry was made regarding tachycardia therapy function when it comes to this device from (B)(6) 2018. A review by boston scientific technical services (ts) noted that the device was malfunction and should be replaced. No adverse patient effects were reported. This device remains implanted. Additional information noted that the device was explanted.